Manufacturer narrative:
Product analysis: the device returned with blood in the catheter and a confirmed detachment at 32.7cm distal to the strain relief. The balloon folds were open and there was slight deformation to the distal tip consistent with use of the device. There was a slight bend along the length of the inner member. A tactile test detected a kink at 33.3cm with stretching around this kink at 33.0-33.5cm distal to the detachment site. There was stretching at 4.0-4.5cm distal to the strain relief and at 49.6-50.4cm to the distal to the detachment site. There was light bunching to the catheter from 31.3-64.8cm in combination with stretching to the catheter at 31.3-64.8cm proximal to the distal tip. The material at the detachment site was stretched and jagged with a tail end at the proximal detachment site. There was slight stretching to the balloon neck at 26.3-26.4cm and stretching to the balloon bond at 26.6-26.7cm proximal to the distal tip. Inflation testing could not be performed due to catheter detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An inpact admiral was used during treatment of a 300mm plaque/soft tissue lesion with chronic total occlusion in the mid/distal region of the superficial femoral artery (sfa). There was moderate tortuosity and mild calcification. The artery diameter was 5mm. An everest inflation device was used. 1:1 contrast saline inflation fluid was used. The device was prepped as per the IFU with no issues identified. It was reported the cto was predilated by 4mm balloon first. Then the drug coated balloon (dcb) was used. During balloon insertion difficulty and resistance was encountered. The device had passed through a previously deployed stent. However, the balloon was still able to advance to distal sfa. During inflation it was discovered that only slight dilation and contrast was observed with no atm increase. There were no leaks noted on the device. Then physician decided to remove balloon. During removal only the back half of balloon was pulled out. The front part was remained in the vessel. The balloon catheter did catch upon the sheath during withdrawal. Detached part of the balloon was removed by pulling together with sheath with resistance. The distal part of shaft detached in sheath. The physician decided to remove the sheath, wire and balloon together and retrieved the front half of balloon. Device safely removed from patient. There was no vessel damage. Then physician used another dcb to complete the case.